Manufacturer narrative:
Details of complaint: the customer reported that they disconnected the display cables on the central nurse's station (cns) to change the primary and secondary screen arrangements, but when they did this the secondary screen failed to come back up. This cns was monitoring telemetry transmitters. No patient harm was reported. Investigation summary: the primary screen was purchased from a third party and not manufactured by nihon kohden (nk), which caused issues with the screen resolution. The root cause was improper handling of the cns during the monitor rearrangement. The screen resolution needed to be within the bounds of the cns program to work, and nk could not support the screen issues they were having. The original setup had to be used, and the primary and secondary screens could not be swapped at that time. The problem was resolved, and there were no further issues.

Event description:
The customer reported that they disconnected the display cables on the central nurse's station (cns) to change the primary and secondary screen arrangements, but when they did this the secondary screen failed to come back up.

Manufacturer narrative:
The customer reported that they disconnected the display cables to change the primary and secondary screen arrangements, but when they did this the secondary screen failed to come back up. No patient harm. This cns was monitoring tele devices. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they disconnected the display cables to change the primary and secondary screen arrangements, but when they did this the secondary screen failed to come back up.